Event description:
It was reported that a spectrum pump's display resets. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of display resets through the identification of multiple improper shutdown messages within the device history log, but could not reproduce it during eval. The unit was tested for over five hours with no occurrences of the reported symptom. Eval determined the cause to be filed processor printed circuit board. The processor printed circuit board was replaced.